Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced perceived low blood glucose events while using the ilet, which the care team associated with exercise and overnight control, and the agent recommended adjustment of glucose targets and meal announcements to reduce nighttime lows and post-dessert hyperglycemia; no device alarms were reported. Symptoms included hypoglycemia characterized by low glucose sensations around 100 mg/dl. Outcomes included troubleshooting and education with scheduling of additional training. Investigation included review of available glucose data and user interview. Investigation of this case revealed no device malfunction or component failure, with contributing factors likely related to therapy settings and user behavior around exercise and meals. It was concluded, based on previously established findings for similar reports, that the cause was unclear.